Event description:
The service report shows that while the device was being evaluated for an unrelated service, the high pressure alarm and volumes were found to be out of specification. Co's service technician inspected the device and replaced the motor and adjusted the high pressure alarm control circuit. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.